Event description:
Same case as MDR ID: 2134265-2012-06007. It was reported that during a percutaneous coronary intervention, a vessel spasm and removal difficulties occurred. Access was obtained via the radial artery. Two impulse guide catheters were advanced to the target lesion without complication. It was reported that the catheters were "gripping slightly" during withdrawal. The vessel spasms occurred while the impulse catheters were inside of the patient and the physician felt that it was restricted up to the innominate artery. The patient was given verapamil and nitrates and the catheter still could not be withdrawn. The forearm was then warmed, heavy sedation given, and then with firm, steady traction the catheters were successfully withdrawn. On the last occasion of vessel spasm it took approximately 20 minutes for the spasm to subside and the catheter could be removed. The procedure was completed with a non-bsc device. Additional patient complications were not reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).